Event description:
Patient had previous resection of a left acoustic neuroma resulting in deafness on that side. He also had a progressive sensorineural hearing loss in the right ear and eventually became a cochlear implant candidate. The implant was placed at the beginning of the year, but it never functioned at the level of expectations. The patient was unable to maintain satisfactory hearing benefit even after reprogramming. Therefore, this device was considered a "soft failure" and the patient elected to replace the implant.